Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of during an unknown process step. The patient was connected to the homechoice pro device at the time of the event. It was reported the patient had switched from continuous ambulatory pd therapy to automated pd therapy ¿for about two weeks¿ and had experienced the symptom during the day. The device was operational, and a swap was not necessary. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.